Event description:
While performing onsite service for the device, an authorized field service engineer (fse) noted that the capacitor for the unit was damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.